Manufacturer narrative:
Additional information - b5 and h6.

Event description:
New information received notes that the left ventricular (lv) lead was exhibiting loss of capture due to dislodgment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement was discovered via x-ray. The lead was explanted and replaced successfully. The patient was in stable condition.